Event description:
The customer reported that the pt received a burn or pressure damage during diathermy/high-frequency surgery.

Manufacturer narrative:
(B)(4). The customer reported that they did not know if philips equipment caused the pt injury, or if this was a burn resulting from diathermy. The customer started an internal investigation. Communications with the responsible quality and regulatory at the hosp revealed that the pt received a burn from an ECG as the recommended ECG operation cable was not used. The product labeling which was shipped with the device indicates the correct cables to use during diathermy/high-frequency surgery. "During surgery: use the appropriate orange electrode ECG safety cable, or lead cable with an orange connector, for measuring ECG in the operating room. These cables have extra circuitry to protect the pt from burns during surgery, and they decrease electrical interference. This also reduces the hazard of burns in case of a defective neutral electrode at the hf device. These cables cannot be used for measuring respiration." The reported complaint is not related to a product malfunction, as the customer did not use the recommended orange ECG cables. The customer was provided with training/education regarding the safe monitoring during diathermy. The product remains at the customer site. Trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further actions are required.